Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during implantation of g7 shell, the thread of the impactor broke and remained in shell resulting in a 31 to 60 minute delay due to attempts to remove impactor from shell and preparation for the use of different system. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device has a potential field age of approximately 4 years. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, d4, g4, g7, h1, h2, h10.